Event description:
Several different boxes of same type of masks do not have a metal nose piece that is effective. It does not bend well, so the masks fall down frequently. We are supposed to be able to fit the mask to our face to prevent gaps, and are unable to do so with these masks. There is also a chemical stench inside these masks that makes it difficult to breathe. Many different boxes, all these blue face masks.